Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered during an unknown phase of pd treatment . The patient found fluid in the pump module area and on the exterior part of the cassette. The patient was advised by technical services to discontinue the use of the cycler and to inform the peritoneal dialysis nurse (pdrn) that a new cycler was issued to the patient. The patient did not see any kind of damaged to the cycler set. Upon follow up, the patient indicated there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient was trained on manual exchanges and was able to perform manual treatments until the arrival of the new cycler. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for physical inspection. An exterior visual inspection of the returned cycler showed no sign of physical damage. There were visual indications of fluid found within the cassette compartment. There were no visual indications of particulates found within the cassette compartment. There were no burrs or sharp edges in cassette compartment that may have punctured a cassette membrane. The accelerated stress test passed. No fluid leaks were found during the removal of the cassette. An internal inspection of the cycler showed that there were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered during an unknown phase of pd treatment . The patient found fluid in the pump module area and on the exterior part of the cassette. The patient was advised by technical services to discontinue the use of the cycler and to inform the peritoneal dialysis nurse (pdrn) that a new cycler was issued to the patient. The patient did not see any kind of damaged to the cycler set. Upon follow up, the patient indicated there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient was trained on manual exchanges and was able to perform manual treatments until the arrival of the new cycler. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.